Event description:
Procedure type: laparotomy. According to the reporter: the stapler head was stuck on the anastomosis after stapling, leading to a reopening of the laparotomy. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).